Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic device backup bvvi mode was observed. Patient received shocks but was otherwise asymptomatic. Programming changes were made. No further information available.